Event description:
It was reported that patient was not able to get enough pain relief. It was noted that patients spinal cord stimulator lead has migrated which was confirmed via an imaging. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 751228. UDI: (B)(4).